Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-05872. The pt has two leads (different models). It was reported the pt is no longer receiving adequate coverage. An impedance check revealed invalid contacts. Reprogramming attempts did not resolve the issue. The pt will undergo surgical intervention on a later date.